Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of separation other component - leak could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Event description:
It was reported that unspecified bd infusion set was broke the following information was received by the initial reporter with the following verbatim patient called out stating IV tubing was leaking. Patient was connected to IV cytarabine, which was hanging as a secondary. Rn went to assess and patient had tubing clamped with hand to prevent medication from spilling/dripping onto the floor. The primary tubing was broken at juncture of ysite. Patient reported there was no sudden movement/manipulation of the line (patient was working as an oncology rn prior to her diagnosis). Rn disconnected patient from tubing and placed the tubing into a chemotherapy bag. Patient promptly washed her hands following exposure. The secondary line was still intact, so rns replaced primary line to allow for completion of chemotherapy.